Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The noise on the electrogram was railing. There were some untreated episodes as well, due to the oversensing of railing noise. The sensing vector at the time of the shock was set to the primary sensing vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.